Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 400 mg/dl and a bolus was delivered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issue was found. The customer did not remove the cannula, but stated that it was "ok". Tandem technical support advised the customer to discuss the high bg with a healthcare provider (hcp). The customer had an appointment with the hcp the next day.